Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found sharp edge, balloon groove damage, with discolored pink rubber. The a-rubber was removed. The water balloon was leaking due to physical stress. The jet tube dry s-cover was loose. The listed parts were replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there was an aspiration problem. The device was having auxiliary water supply issues. The water inlet was loose. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The instructions for use includes the following statements: do not apply shock to the distal end of the insertion section,particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.